Event description:
Pt went into full cardiac arrest due to tamponade. Pericardial tap revealed hyperal fluid. Line removed. Baby was successfully resuscitated. Medical center submits this report pursuant to the provision of 21cfr part 803. This report is based on preliminary information received by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.